Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts.

Event description:
It was reported that the patient pressed several times on the buttons to get them to work. There is no additional information available about this complaint. The complaint is being reported because unresponsive buttons have been known on occasion to contribute to a patient event.